Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant hematocrit results on a patient . The customer states that when comparing I-stat results to their cardiohelp (lab), the I-stat results were <15 while lab results were >20. There was no patient information, test/collection times, nor details surrounding the event at the time of this report. Return product is not available for investigation. Method hct results I-stat < 15 lab (cardiohelp)ni (more than 20) lab (hosptial) (more than 20). No testing/collection times or dates. No information provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 29-jul-2024. A review of the device history record (DHR) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing could not be completed for cg8+ lot w23251 due to expiry on 07-may-2024. Retained cartridge testing for cg8+ lot w23318a met all the acceptance criteria found in q04.01.003 rev an, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency is identified for cg8+ lots w23251 or w23318a.